Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The sram and technique processor was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system failed to boot up. No pt injury was reported.